Event description:
It was reported that this deep brain stimulation (dbs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that this deep brain stimulation (dbs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this dbs device was replaced due to the elective replacement indicator (eri). The implantable pulse generator (ipg) was retained by the hospital and will not be returned for analysis. Postoperatively, the patient was stable.

Event description:
It was reported that this deep brain stimulation (dbs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this dbs device was replaced due to the elective replacement indicator (eri). The implantable pulse generator (ipg) was retained by the hospital and will not be returned for analysis. Postoperatively, the patient was stable. Additional information was received stating that as a consequence of the eri indicator the stimulation turned off. The patient was a high frequency user.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.